Event description:
Hcp reported the pt had an increase in pain and some nausea. It is unknown if the pt was experiencing true withdrawal symptoms since the pt has another ongoing medical issue. The pt was seen and had the pump dosing increased. The pt is currently being montiored.